Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced tuberculosis peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be tuberculosis of the peritoneum. Beginning on the day of onset, the patient was treated with cefazolin 1 gram daily intraperitoneally (duration not reported) and biocetum 1 gram daily intraperitoneally (duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was not yet recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: fourteen days prior to the receipt of this additional information, antibiotic treatment was stopped. Thirteen days prior to the receipt of this additional information; dianeal therapies were discontinued (previously, dianeal therapies were reported to be ongoing) and the peritoneal dialysis catheter was removed as the patient was not responding to peritonitis treatment. The patient was to transfer to hemodialysis therapy. One day prior to the receipt of this additional information, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.